Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 40 mg/dl while their sensor glucose was 60 mg/dl. The insulin pump was not suspending or letting them know that their blood glucose was low. They were in auto mode and the low was set to 70 mg/dl. They did not mention any form of treatment. The insulin pump will not be returned for analysis.